Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 6.0 cm. A full breached insulation degradation was noted 4.5 cm from the connector pin, exposing the outer coil. No electrical anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.